Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was unable to remove the medication and also there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to reboot the device. A field service engineer troubleshooted and found station was on blue carefusion screen power station down let sit for 10 minutes powered station back on it booted into the application without any issues. The system functioned as intended.